Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the mildly calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mild calcification, mildly tortuous and 90% stenosed distal right coronary artery. Pre-dilatation was performed with the 2.0x15mm mini trek balloon dilatation catheter (bdc) which was prepared per instructions for use. The bdc was advanced and the balloon was inflated once to 8 atmospheres when a rupture occurred after 5 seconds. Therefore, balloon angioplasty was attempted with a 2.5x15mm trek bdc yet the balloon was inflated once to 6 atmospheres when a rupture occurred after 5 seconds. Additional dilatation was performed with a non-abbott rotablation device and a 2.0x20mm trek bdc was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.